Manufacturer narrative:
The customer's report of a leakage was confirmed. A visual inspection of the returned maxplus component identified damage on the male luer collar and luer tip. Functional testing confirmed the customer¿s report as leakage was observed from the male luer whilst connected to the returned PICC line. Pressure testing identified leakage from the male luer of the sample. Following a review of the manufacturing process, their analysis confirmed that the leakage is most likely to have been caused by the damaged male luer. The damaged male luer is most likely to have been caused by a misaligned plate during the ultrasonic sealing of the automatic assembly process.

Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
Concomitant medical products: 50ml plastipak syringe; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that there was a leakage, from the reported information there are no indications of serious injury to the patient or user as a result of this incident.